Event description:
It was reported that during a routine device check, the right atrial (ra) lead had triggered a lead alert and there was high ra lead impedance measurements. It was further noted that there was a suspected lead fracture, along with a "possibility of lead dislodgement," and the ra lead was consequently reprogrammed. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).